Event description:
The reporter did back to back blood glucose tests. Results were 103 and 162 mg/dl. Reporter did not have any symptoms. A control test was in range, 135 (98-147). No harm was alleged.